Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are air bubbles in the gel of 6 tubes. No patient impact reported. The following information was provided by the initial reporter: just letting you know of some recent reports at rbwh with bubbling in the gel -see attached picture ¿ only a handful found at this stage.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph showing 5 tubes with bubbles in the gel base. 100 retained samples were visually inspected, and 5 out of 100 tubes had gel bubbles. This is a cosmetic defect which should not impact the efficacy of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided and retained samples evaluation results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10